Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest causing the pt to expire. These events were allegedly caused by exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.